Event description:
It was reported that the pin driver caused the bone pins to spin in a cork screw fashion instead of a tight spiral. Pin driver was swapped and problem was fixed. No patient injuries and delay of less than 30 minutes was involved.

Manufacturer narrative:
Results of investigation have been corrected as follows: the associated device used for treatment was returned. The exterior condition shows minor wear (scratches). The reported problem was visually confirmed. The laser weld that retains insert in housing is broken. The device was functionally tested and failed to rotate a bone pin due to broken weld. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the pin driver and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. This is issue is being further investigated under corrective action.

Manufacturer narrative:
The associated device used for treatment was returned. The exterior condition shows minor wear (scratches). The reported problem was visually confirmed. The laser weld that retains insert in housing is broken. The device was functionally tested and failed to rotate a bone pin due to broken weld. A review of manufacturing records found no related non-conformances or anomalies associated with this device during production. Therefore the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the pin driver and failure mode(s) identified similar events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Navio user manual 500197 rev b indicates "using the bone pin driver and a surgical drill: 5. Drill the first bone pin through the tissue protector, perpendicular to the surface of the bone, taking care to only engage, and not perforate, the opposing cortex." Drilling perpendicular is recommended when using the pin driver. No further containment or corrective actions are recommended at this time.